Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02216. It was reported that the patient presented in operation room for pocket wash. The incision was found to be opened and infection was suspected. After opening the pocket, nick was noted on the left ventricular (lv) lead. The lead was repaired with suture sleeve and medical adhesive. No lead malfunction was noted. The device was explanted and replaced. The new device was implanted sub-pectoral due to insufficient skin for closing the pocket. The infection was not confirmed from the cultures taken for testing. The patient was stable.